Manufacturer narrative:
The MFR medwatch report associated with this event was submitted on time under patient identifier (B)(6). Upon review olympus is submitting the corresponding medwatch report for the soltive laser. The device has not been returned to olympus for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported a conversation with unidentified colleagues regarding thulium fiber laser (tfl) devices. It was stated, "reviewed a case of one of my colleagues who had a female's gfr half after a lengthy tfl for a large stone. Renal scan shows zero function three (3) m[minutes] after her ureteroscopy. We have heard of a couple of cases like this from british columbia and one from ontario." Unidentified colleague #2 responded asking about the laser settings, surgery time, type of irrigation and ureteral access sheath. Unidentified colleague #1 responded: "similar to was used for holmium (about 30w, 45m, no sheath. Not what is recommended but dead kidneys at any setting are confusing, scary and to my knowledge have not received more than anecdotal attention." He discussed with canadian medical protective association and will file with hospital and submit to canada health. Another unidentified colleague stated they had a one ureteral stricture for a large upj stone and was closer to 35 watts he think, was one of his early tfl cases. These reported events required 10 medwatch reports with the following patient identifiers: (B)(6): for female patient with large stone and zero function on renal scan after procedure. (B)(6): for a couple of unknown "cases like this (referring to event 1) in british columbia. (B)(6) : for a couple of unknown "cases like this (referring to event 1) in british columbia. (B)(6): for one unknown case "like this (referring to event 1) from ontario. (B)(6): for the ureteral stricture with large stone. This medwatch refers to (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide model number "tfl-pls". Updates made to the following fields: d1, d2, d4 and g4.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, follow up with the user could not be performed, and the subject device was not returned for a physical evaluation. Therefore, the reported event could not be confirmed, and the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: "incorrect treatment settings can cause serious tissue damage. Therefore, it is recommended that you use the lowest acceptable treatment settings until you are familiar with the instrument's capabilities. Use extreme caution until the biological interaction between the laser energy and tissue is thoroughly understood." "Caution should be used with power (watts) and lasing duration until the surgeon is completely familiar with the biological interactions of laser energy with various types of tissue. Unless otherwise stated in the specific application section, the surgeon should begin with the lowest pulse energy and power along with long pulse width. The surgeon should carefully observe the induced surgical effect and adjust laser settings until the desired surgical effect is obtained. These effects include coagulation, depth of penetration and cutting intensity." This supplemental report includes a correction to d4 to provide information that was inadvertently not included in the previous submission. Also, h8 has been corrected to "reuse." Olympus will continue to monitor field performance for this device.